Event description:
A customer contacted beckman coulter inc. (Bci) in regards to smoke and small flames observed from the refrigeration unit of power processor. No operator was exposed to the smoke and there was no effect to patient or user.

Manufacturer narrative:
A bci field service engineer (fse) visited (B)(6) 2010. The current compressor/relay was shorted. The fse replaced refrigeration sled on (B)(6) 2010.